Event description:
It was reported that after attaching the atrial lead to the new device noise was seen. The connection was tested and reseated in header but noise continued. It was also reported that the impedance reading varied between 300 and >3000 ohms. The atrial lead was then explanted and replace with a new lead. No patient complications have been reported as a result of his event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.